Event description:
Additional information received from the manufacturing representative (rep) indicated that the high impedances and lack of coverage has not been resolved. They stated that the cause was not determined, as the patient does not speak english. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for non-malignant pain. The rep reported that there were high impedances on the 0-7 lead during the patient¿s implantable neurostimulator (ins) replacement. They stated that they tried to program the 8-15 lead to get coverage of the patient¿s pain area. However, this only gave the patient stimulation on their left side, and their pain area is on the right side. The issue was not resolved at the time of the report. No further complications were reported or anticipated.